Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer's blood glucose level read "high" , a specific value was not provided. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.